Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was a loss of aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. During the procedure, while in thrombectomy mode, there was a check saline error. Aspiration worked for a second and then stopped. The device would no longer aspirate. There were no patient complications reported and the patient's status was fine.